Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from germany that during service and evaluation, it was determined that the compact air drive device motor was worn, the reverse locking mechanism was blocked therefore the device would not reverse and the housing was deformed. It was further determined that the device failed pretest for check the power with test bench at 6 bar: minimum 110 to 160 watt, check for air leak, check attachment coupling with attachments and general condition. It was noted in the service order that the device upwards and reverse option did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.